Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose levels for approximately 1 week; however, the customer could not provide the specific values. Customer administered correction boluses to treat their bg levels. Recommendation was made to consult with their health care provider to discuss diabetes management.